Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('breakage') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), depression ("depression"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy partial, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, cyst, depression, psychological trauma and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, cyst, depression, device breakage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on 30-jul-2020: mr received-lot number added, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('perforation: uterus') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure (batch no. 623217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), depression ("depression"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy partial, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, cyst, depression, psychological trauma and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, cyst, depression, device breakage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('breakage') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), depression ("depression"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy (partial),salpingectomy bilateral, hysterectomy partial, bilateral salpingectomy and surgery to remove the essure implant in 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, cyst, depression, psychological trauma and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, cyst, depression, device breakage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device breakage ('breakage') and pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts"), depression ("depression"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy (partial),salpingectomy bilateral, hysterectomy partial, bilateral salpingectomy and surgery to remove the essure implant in 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, cyst, depression, psychological trauma and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, cyst, depression, device breakage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received. Events per pfs: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), breakage, psych injury, perforation uterus, right ovarian cyst, essure confirmation test not done were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure implant in 2016). At the time of the report, the pelvic pain, cyst and depression outcome was unknown. The reporter considered cyst, depression and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.